Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes, 7 tubes contained foreign matter(burnt appearance). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter(fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode fm. Bd determined that the root cause of the indicated failure mode was attributed to a defective mold cavity plate during manufacturing. The mold cavity plate was replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes, 7 tubes contained foreign matter(burnt appearance). There was no health impact or consequences reported.